Event description:
Device 1 of 2: reference MFR report: 3006705815-2018-03162. Follow up revealed that the patient underwent surgical intervention on (B)(6) 2019 to have their ipg and leads repositioned. Issue has been resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Device 1 of 2: reference MFR report: 3006705815-2018-03162. It was reported that the patient was unable to put their ipg into MRI mode due to low impedances. As a result, surgical intervention may be pending.